Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly, this event occurred with five lenses. This report refers to lens 3 of 5. Ref MDR#: 1313525-2015-01265 for lens 1 of 5, 1313525-2015-01266 for lens 2 of 5, 13135252015-01268 for lens 4 of 5, 1313525-2015-01269 for lens 5 of 5.